Event description:
On (B)(6) 2012, the distributor contacted animas alleging that the up/down buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012 follow-up # 1 the pump was returned to animas and device evaluation was completed by product analysis on (B)(4) 2012 with the following findings: testing did not confirm the unresponsive keypad issue. No visible damage to keypad. All buttons respond properly. Removed keypad and found contamination under all contacts.